Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. The fluid path and cannula assembly was inspected and no issues were noted that would result in high blood glucose levels or cause fluid to leak during wear. Due to the device having been worn, the original state of the adhesive pad could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). The pod was deactivated and it was noticed that the cannula was bent. The adhesive pad was not secure and that there was insulin noted at the site. The pod was worn between 24 and 36 hours on the arm.